Manufacturer narrative:
Further testing and servicing was performed on the imaging system at the site. The generator was partially booting but 2d mode was unavailable. It was found that the ac voltage was incorrect on the power supply board and the cables from the t2 transformer was not connected well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: h3, h6) the ps1 power supply was returned to medtronic for analysis, and the reported complaint was unable to be confirmed. The ps1 power supply was tested. The bench test passed. The ps1 output voltage was within specifications; it measured 5.16vdc and achieved stability. Through analysis there was no fault found with the returned ps1 power supply. FDA evaluation codes 10, 213, and 67 apply to the analysis for the ps1 power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot #: rev. 2 : s/n (B)(4), ubd: , UDI#: if follow-up, what type device evaluation: device evaluated by MFR: a standalone board was returned for evaluation, and the reported complaint was unable to be confirmed through visual/physical examination and functional testing. The board passed visual inspection and functional testing. There was no fault found with the standalone board. Two supply boards were also returned for evaluation. Functional testing, performance testing, visual/physical examination, and usability inspection were performed for both supply boards, but the reported complaint was unable to be confirmed. There was no fault found with both of the supply boards. Device evaluation: a generator control board was returned for evaluation. Visual/physical examination, functional testing, and performance testing were performed. It was determined that there was an electrical failure with the generator control board; the board was faulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If follow-up, what type additional information: see event for additional event details. Adverse event or product problem, outcomes attributed to adverse event, type of reportable event, and the FDA patient codes all been updated to reflect the new information provided in event. Device evaluation: further testing and servicing was performed on the imaging system at the site. After replacing the supply board, the system remained the same with the generator bar with the red cross. An error e011 was also detected on the sedecal technical console. The system continued beeping, stopping after resetting the error in the sedecal technical console. Continued troubleshooting allowed the medtronic representative to find the cause of the problem; hardware parts were replaced and the generator issue was repaired. The failure was then resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was under anesthesia when the surgery was aborted, and an incision had been made when the surgery was aborted. It was noted that the surgery was rescheduled. It was also noted that the issue was resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator would not start and the system was beeping. After replacement of parts an error 66 was also detected. The representative noted additional parts needed to be replaced. No parts have been received by the manufacturer for evaluation. Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system would not pass the initialization test. The x-ray was off and the system would beep. The issue occurred pre-operation and there was less than a one hour delay, the surgery was noted to be aborted. The patient impact was not clear at the time of the event.